Event description:
Boston scientific received information that during a biventricular upgrade procedure, the physician elected to remove the right atrial (ra) and right ventricular (rv) leads due to difficultly obtaining access on the opposite side. The ra lead was broken during the laser extraction of the rv lead. As a result, the lead tips were missing and it is possible that the lead tips were left inside the patient. To date, no additional adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that this lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.